Event description:
As reported, before removing the product from the packaging, it was noted that there was a hair in the inner packaging. The mesh was not used to perform a procedure and another mesh was then used. There was no reported patient injury.

Manufacturer narrative:
As reported, there was a hair in the soft mesh inner packaging. Photo evaluation find what appears to be foreign material (hair-like, black) within the sterile pouch. Photo review does not assist in determining root cause. The sample is reported to be available for return, however, has not been received at this time. Based on the information reported and without having the physical sample to evaluate, no conclusions can be made. If/when the sample is returned and evaluation has been completed, a supplemental MDR will be submitted to document the results. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 201 units released for the distribution in september 2023. Note: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, there was a hair in the soft mesh inner packaging. Photo evaluation find what appears to be foreign material (hair-like, black) within the sterile pouch. Photo review does not assist in determining root cause. The sample is reported to be available for return, however, has not been received at this time. Based on the information reported and without having the physical sample to evaluate, no conclusions can be made. If/when the sample is returned and evaluation has been completed, a supplemental MDR will be submitted to document the results. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for the distribution in september 2023. Addendum: this is an addendum to the initial MDR and is submitted to document the sample evaluation results. Sample evaluation confirmed a thread-like foreign matter black in color inside of the tyvek envelope. Based on the sample evaluation and investigation performed, root cause is determined to be a manufacturing-generated condition. Be assured, the issue has been addressed with the appropriate manufacturing personnel. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, before removing the product from the packaging, it was noted that there was a hair in the inner packaging. The mesh was not used to perform a procedure and another mesh was then used. There was no reported patient injury.